Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose with a blood glucose of 600 mg/dl. The customer experienced symptoms such as nausea and headache. The customer was treated with insulin drip in the hospital. The customer's blood glucose value was 600 mg/dl at the time of the incident and current blood glucose 360 mg/dl. The customer also stated that the pump was not delivering insulin with an error no delivery and was hospitalized for diabetic ketoacidosis. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with operating currents within specification. The device passed functional testing including the self- test, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. No unexpected insulin flow block alarms were noted. There insulin pump was received with cracked keypad overlay at select button, minor scratched display window, scratched case and keypad overlay.